Event description:
It was reported that prior to use of the stent, the customer removed the product from the package. Before passage over the guide wire, the wire was pulled apart. The stent was stroked and broken just with a slight lateral pull. The stent was then replaced with a new stent to continue the procedure.

Manufacturer narrative:
The reported event is confirmed, cause unknown. Visual evaluation of the physical sample noted the stent had been stretched to the point of breakage; the sample had been stretched apart in many areas causing it to stretch and break into six different parts. Although the video sample shows the sample being stretched and subsequently broken, as this occurred after the initial reported break, this complaint will be confirmed cause unknown. A potential root cause for this event could be, "material selection". As no patient involvement was reported the device was not used, however, is intended for treatment purposes. It was unknown if the device had met relevant specifications. No manufacturing issues or non-conformances were noted during review of the DHR that could have caused or contributed to the reported event. The instructions for use were found adequate and states the following: "improper handling technique can seriously weaken the stent. Acute bending or overstressing during placement could result in subsequent separation of the stent at the point of stress after a prolonged indwelling period." "Exercise care. Tearing of the stent can be caused by sharp instruments." "The insertion of a ureteral stent should only be done by those individuals who have comprehensive training in the techniques and risks of the procedure." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to use of the stent, the customer removed the product from the package. Before passage over the guide wire, the wire was pulled apart. The stent was stroked and broken just with a slight lateral pull. The stent was then replaced with a new stent to continue the procedure.